Manufacturer narrative:
Pt with a unicondylar knee implant reported pain. Pt stated that surgeon assessment was implant loosening. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt with a unicondylar knee implant reported pain. Pt stated that surgeon assessment was implant loosening.